Event description:
The blazer ii catheter was used during an ep ablation. Upon removal after use, it was noted that a wire from the steering system had penetrated the catheter shaft. The procedure was successfully completed with another unit. There was no patient injury.